Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation the right ventricular (rv) lead and right atrial (ra) lead exhibited random jumps in impedance measurements from approximately 1100 ohms to 1700 or 1850 ohms. It was noted that due to the patient being symptomatic with right ventricular (rv) pacing, the device had previously been programmed to pace and sense only in the right atrium. The patient also has a 400 millisecond pr interval. During the interrogation a multitude of farfield sensing events were observed due to noise. There was also noise on the ventricular channel. The physician suspect of insulation issues with both the ra and rv leads, however also was concerned over conductor coil issues due to increased threshold and loss of capture. When testing the patient with atrial pacing and sensing, the patient experienced three to four beats of loss of capture in the office. At that point the physician referred the patient to an electrophysiologist who deemed the patient pacemaker dependent and the system was explanted and replaced. No x-ray or fluoroscopy image was taken to confirm the physician's concern. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned in two segments. Visual inspection noted the outer insulation was damaged and exposing the conductor coils. The damaged insulation was displaced from its original location due to extraction during explant. Calcium was noted on the exposed coils at the damaged site. Analysis determined that the damage was initiated by a localized compressive stress on the tubing surface. X-ray of the lead did not show a fracture. Analysis confirmed the field allegation of insulation damage.